Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload stapler 30 instrument was analyzed, and the complaint was not confirmed by failure analysis, as the reload was found to have no physical damage. The second reload stapler 30 accessory was analyzed and the reload was found to have a broken tail with no material missing as a result of the break. Additionally, three staples were found to be missing from the proximal end pockets of the unfired reload. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that one needle had come off the stapler 30 white reload before it was installed in the sureform stapler instrument. Furthermore, several needles fell off when installing the other stapler 30 white reload. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue was identified during procedure. There was no injury to the patient. Procedure was completed robotically with a backup. No fragment fell inside the patient. No videos or images are available. No patient information is available.

Event description:
Refer to h11 for follow-up information.